Event description:
5/6/92; intravascular access required for streptokinase infusion for neonate with vena cava thrombosis. Insertation of percutaneous r femoral line and l femoral line failed when cardiologist's attempts to advance catheter were obstructed. Procedure d/c'd; lines removed without apparent complication. 5/9/92; during venacavagram, metallic foreign body discovered in l. Inguinal area was throught to be extravascular;believed to be piece of intravascular guidewire. 5/13/92; under a local, l groin exploration resulted in removal of a piece of guidewire without complications. No evidence sequelae. Disposition: that the guidewire was retained was not known until several days after catheter attempt. By this time, original catheter tubing had been discarded; therefore, could not evaluate original intravascular device. Piece of guidewire apparatus filed in risk manager's office; available for onsite inspectiondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.